Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, cable damaged. Controller/joystick/options, missing component. Complaint of "working intermittently and that the joystick cable is coming out of the joystick" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states the joystick is working intermittently.